Event description:
It was reported that a pump was alarming no disposable. Hit start/stop button to silence alarm, reviewed settings and powered pump off. Closed clamp and removed cassette. Gently tap cassette to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on and pump continues to alarm. Powered pump off and removed cassette, gently tapped cassette and massaged line to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on, and pump continued to alarm. Powered pump off. There was no patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.